Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history starting on september 22, 2022 at time 17:22:20.000 during bolus. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. In summary, insulin pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump did not delivered bolus because of time out and happen more than once. Customer stated that insulin pump history shows it was delivered and if they gave big bolus it makes them hungry and eat more. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.